Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/26/2017 - phone, 7/26/2017 - email, 7/31/2017 - email. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The software was reloaded.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was swapped out. There was no reported patient injury.